Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of the display button issued was unknown. The display button issue was resolved after the system controller was replaced.

Event description:
It was reported that the display button did not respond when pressed after leaving the procedure room. There was no health hazard occurred to the patient and no patient consequence.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.